Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed a left ventricular lead impedance warning when the impedance measured greater than 3000 ohms, and high threshold was also revealed. Both measurements were noted to have been trending consistent with previous measurement. The lead remains in use. No patient complications have been reported as a result of this event.